Event description:
Per the clinic, the patient experienced an infection at receiver/stimulator site. The device was explanted (specific date not reported) and it is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
Per the clinic, it was reported that the patient was hospitalized (date not reported) and treated with IV and oral antibiotics (specific date and duration not reported). The date of explant is (B)(6) 2024.